Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument to be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, in the last quarter of the procedure, while the surgeon head was in the 3d viewer, the surgeon was not able to move the instrument wrists properly. The movements of the instrument were scale appropriate, but chaotic and not in the intended direction. There were no delays/lag during movements. No frictions or any collisions during the procedure. When the or team de-install the instrument from the arm, and removed the tip cover, the first assistant observed and noticed that the cords were broken. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the surgeon was manipulating the instruments from the surgeon console when the issue occurred. It happened in the middle of the procedure when the surgeon was removing the vas deference. There was no instrument-to-instrument or system arm-to- arm interferences. The procedure was completed with an instrument of the same kind. There was no specific circumstances or any patterns identified. After sterilization, the instrument will be returned for is investigation. No videos or image of the instrument was taken during the procedure. This complaint is being reported due to the following conclusion: it was alleged that the mcs instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.